Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,d10,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) inspected the unit and identified damage to the fiber optic jumper cable which was broken due to incorrect cable connection by the user. The affected component was replaced, and full operational testing was performed.

Event description:
It was reported during routine check that cardiosave intra aortic balloon pump (iabp)had dislocated optical plug connector due to incorrect cable connection by the user. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.